Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low glucose while using the ilet system with a dexcom g6, with a documented glucose of 68 mg/dl followed by a subsequent elevation to 214 mg/dl after consuming a low-carbohydrate meal without announcing it. Symptoms included hunger, shakiness, visual disturbance, and near-syncope. Outcomes included transient low glucose followed by hyperglycemia, with no medical intervention, no ketone testing, and no hospitalization. Investigation included a customer follow-up to confirm glucose trends and provision of education that the correction algorithm would address the elevated glucose. Investigation of this case revealed no device malfunction and an event consistent with user management decisions during hypoglycemia and subsequent rebound hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.